Manufacturer narrative:
Implanted approximately 4 months ago. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient status post matrix construct implantation at level l2-l5, approximately four (4) months ago returned to surgeon. It was found the patient developed adjacent level disc disease at l1-l2. Patient was returned to operating room on (B)(6) 2012 with surgeon removing the hardware. Patient was revised to another matrix construct from t12-l5. This is 12 of 18 reports for this event.